Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
Related manufacturer reference number: 2017865-2019-04297. It was reported that a patient presented in-clinic. Examination of the patient's implantable cardioverter defibrillator (ICD) revealed incorrect interpretation of atrial fibrillation with rapid ventricular response as true ventricular tachycardia, resulting in inappropriate shock. ICD damage was suspected. Additionally, the right ventricular (rv) lead exhibited low impedance. The ICD was explanted and replaced and rv lead was capped and replaced on (B)(6) 2019. The patient was stable after the procedure.